Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 500 mg/dl to 600 mg/dl and the other blood glucose level was over 300 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with manual pen for high blood glucose level. Customer stated that auto mode feature was on. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that the insulin pump had passed self test and displacement test. The insulin pump will be returned for analysis.